Manufacturer narrative:
Other relevant device(s) are: sg-64. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoeanchoring system was used as an accessory device in conjunction with a non medtronic stent graft for the endovascular treatment of an abdominal aortic aneurysm of an unknown size. It was reported during the index procedure, nine endoanchors were implanted due to concern for late failure. Non mdt chimney grafts were also implanted in the left and right renal arteries. The following day the patient experienced atelectasis along with a fever and confusion, the event was treated with medication and resolved the following day. It was assessed by the investigator that the event was probably related to the index procedure. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.